Manufacturer narrative:
Correction to section g3: the initial report was submitted with date 12jul2023. The initial report should have been submitted with date 17jul2023. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. Although the account suspected right ventricular dysfunction, a specific cause for the alarms could not be conclusively determined. The controller event log file contained events from 12jul2023. The file captured several low flow hazard alarms which were associated with elevated pulsatility index values. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, section 1 states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than (B)(4), a low flow status is posted to the log file. If the flow remains below (B)(4) for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Echocardiogram results also showed that the left ventricular ejection fraction was severely decreased. The patient's heart had poor endocardial definition. There was paradoxical septal motion due to cardiac surgery, the septum intermittently bowed to the left. The other left ventricular walls were probably severely hypokinetic. The patient would be medically managed, and it was recommended that the implanting center start treatment for the suspected rv dysfunction, including milrinone. It was reportedly unclear if the patient¿s right heart failure existed prior to the left ventricular assist device (lvad), as they were implanted at another center; however, the event was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms associated with position changes with associated presyncope. The low flow alarm did not resolve and the patient was given medication for the treatment of suspected right ventricular dysfunction. The right heart dysfunction was found on a echocardiogram showing moderate mitral and tricuspid regurgitation. The left ventricular ejection fraction was severely decreased.